Event description:
Customer reported that the display on the insulin pump went blank. Customer stated that the battery was low and he changed it and the device shut off. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer removed and reinserted the battery and the display returned. Blood glucose value was around 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.